Event description:
The nonvented piercing pin of the infusion set was defective. It was mis-shapen. It was inserted by nurse in i.v. Bag and infused for a while anyway. (Sample is available for analysis). Abbott no 1771 10/27/97. No apparent pt harm.